Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device metal rim separated into two pieces falling into the pt. The metal piece was retrieved. The case was completed with a competitors device. There was no reported pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.